Event description:
Material#: 305197, lot#: 3282686. It was reported by the customer that the needle with a black substance. Verbatim: rcc received a complaint via email. Email(s) attached I am a pharmacy supervisor at (B)(6) medical center in (B)(6) mo. We discovered a needle with a black substance on it yesterday. Lot num : 3282686.

Manufacturer narrative:
(B)(4): initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
Pr (B)(4) follow up for device evaluation. It was reported the needle had a black substance. To aid in the investigation, one sample in an opened packaging blister and two photos were provided for evaluation by our quality team. A visual inspection was performed with 10x magnification. The plastic shield has dark colored specks of embedded degraded resin. The two photos provided show the sample received. No other defects or imperfections were observed. The embedded degraded resin in the component typically occurs at the startup or intermittently during the injection molding process. The degraded resin can break loose and be molded into components. A device history record review was completed for provided material number 305197, lot 3282686. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. The sample will be shown to associates for awareness. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.

Event description:
No additional information received material#: 305197 lot#: 3282686 it was reported by the customer that the needle with a black substance. Verbatim: rcc received a complaint via email. Email(s) attached I am a pharmacy supervisor at (B)(6). We discovered a needle with a black substance on it yesterday lot num : 3282686.